Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: "material #: 368836. Lot/batch #: 2039387. Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for hub-collar separation was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw a tube with horse blood, and the issue of hub-collar separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hub-collar separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder needle broke between the pump body and the needle when the tube was inserted. The following information was provided by the initial reporter. The customer stated: ¿during venous sampling, the secure sampling system with 22 g (black) needle broke between the pump body and the needle when the tube was inserted".

Manufacturer narrative:
H.6. Investigation summary: bd received 1 sample and 2 photos for investigation. The photos were reviewed and the indicated failure mode for hub-collar separation was observed. The customer sample was evaluated by functional testing as it was used to fill a vacutainer tube with horse blood and the indicated failure mode for hub-collar separation with the incident lot was not observed as all product specifications were met. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw a tube with horse blood, and the issue of hub-collar separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hub-collar separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder needle broke between the pump body and the needle when the tube was inserted. The following information was provided by the initial reporter. The customer stated: ¿during venous sampling, the secure sampling system with 22 g (black) needle broke between the pump body and the needle when the tube was inserted."